Event description:
It was reported that multiple, intermittent unexpected shutdowns occurred. Customer confirmed pump display turned on when plugged into a power source. Blood glucose level was 150-280 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.